Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the remaining piece of adhesive at the bending section cover had a cut. The device failed leak testing due to the cut at this area. In addition to the cut and partially missing adhesive, visual examination found the following issues: the bending tube was damaged; the venting connector under the grip was sheared; and the connecting tube was dented. The following components were scratched: the eyepiece; the diopter ring; the control unit; the scope connector cover; the hand grip; the up/down plate; the angulation lever; and the venting connector under the grip. Functional testing was performed: this showed the bending angle in the up direction did not meet with specifications. This occurred due to a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for detecting the issue in chapter 3- preparation and inspection, section 3.2: "inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or any other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the bending section's covering for sagging, swelling, cuts, holes or other irregularities." The investigation determined that the issue could have been caused by stress caused by repeated use, external factors or handling of device; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the loan unit fiberscope had cut on the adhesive of the bending section cover. The device was returned to olympus for evaluation. During examination, the investigator found the bending section cover adhesive was partially missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.